Manufacturer narrative:
On (B)(6) 2022, the distributor of infutronix confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "he said that he has 2 pumps, both fell off his knee scooter he was using to get around and the 2 tubing lines broke. The patient reported that he was able to pull the tubing out and put the tubing back in the pump. Patient spoke to the doctor who instructed to shut down and remove the pumps." This occurred during an infusion. Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.